Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had under delivery. The blood glucose level was 219 mg/dl at the time of incident. The current blood glucose was 100 mg/dl. Customer treated with insulin pump and manual injection. Customer alleging the insulin pump because customer was experiencing unexplained high blood glucose. The product will not return for the analysis.